Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs), alleging an error message that indicated there was "not enough blood" on the patient's onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8am, the patient reported the alleged issue occurred. The patient reported using no diabetes medications to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported developing symptoms of "sore fingers and then a nail area infection" 3 days after the alleged issue occurred. The patient reported on (B)(6) 2012 between 7-8am she treated herself with alcohol and neosporin on the bandage. The patient reported another device was used and a reading of "178mg/dl" was obtained. The cca was unable to assist the patient with troubleshooting the alleged issue since the patient did not have testing supplies available. Replacement products were sent to the patient. There is no indication the alleged issue caused or contributed to an adverse event. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings or medical treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.